Event description:
The ge oec 9800 fluoroscopy system had poor image quality with horizontal lines appearing in the images.

Manufacturer narrative:
A ge oec service representative investigated the issue and performed a cpu upgrade, with associated pcbs, backplane and video controller. The system was tested and found to be operating as intended and with specification. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.